Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection states how to detect the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer is using a third-party repair; therefore, the device has not been returned for evaluation. If the device is made available, a supplemental report with evaluation results will be filed.

Event description:
An olympus representative reported on behalf of the customer, scope was cleaned in the oer-pro and then used on the next patient. During the therapeutic procedure the stent was pushed out of evis exera ii duodenovideoscope. The scope was reprocessed incorrectly and/or insufficiently. There were no reports of patient harm associated with this event.